Manufacturer narrative:
The following day, a duplex ultrasound was performed and it was found that the stents were "occluded". No additional information regarding the occlusion was provided. The patient's pulses were present, his foot was warm, and he did not complain of severe discomfort. The patient was instructed to follow-up if his symptoms of claudication increased. No additional antiplatelet therapy was administered and no further angiography or intervention was performed. The stents were not returned to cordis for analysis as they remain in the patient. Device history record reviews were performed and showed that these lots of product met all requirements per the applicable manufacturing quality plan. Lesion/vessel characteristics (22cm, totally occluded, calcified), patient history and/or procedural factors could have contributed to the reported event. This is one of two products involved in the same pt and reported under mfg number 9616099-2007-00745.

Event description:
It was reported that one day post stent-deployment, the stents were occluded. The male patient was enrolled in the super study (superficial femoral artery stent versus angioplasty). The patient has a history of diabetes, smoking, high cholesterol and hypertension. The target lesion was located 8cm above the patella in the right, mid superficial femoral artery (sfa). The vessel was straight and calcified with a 100% stenosis. The lesion length was 22cm. The procedure was performed through a right, antegrade common femoral artery puncture and a popliteal puncture. The lesion was not predilated. Two 120mm smart stents were implanted overlapping. The stents were post dilated. Per report, there was 0% residual stenosis post procedure and the distal vessels (popliteal, tibial, peroneal arteries) were all patent. There was disease distal to the stent, which was treated with angioplasty. The medication regime included: aspirin 75mg 24 hours prior to the procedure, heparin 5000iu intra-procedure and clopidogrel daily post-procedure.